Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgery at c3-c4. It was reported that during the procedure the patient's bp crashed from 90/82 to 42/70. The patient was resuscitated and moved to the ICU. The implanting procedure was not completed as the patient needed medical attention. Patient is currently in the ICU.